Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results with a 160mg/dl (lab), 206mg/dl (meter). Tests were done less than 10 minutes apart with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.